Event description:
Malfunctioning peg tube needed replacement with a new one. During removal process, mushroom tip/soft silicone retention dome broke off from peg tube. It was successfully retrieved with a snare.